Event description:
No additional information is available.

Manufacturer narrative:
1. DHR/bhr review (lot#4052039): 1) the products of this batch were assembled at intima ii auto line 3 in apr 2024 and packaged in cfs package line in apr 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for 45psi leakage test, sample testing qualified, and no abnormal leaks or detachments were observed at the sample interface. 4. The disconnection during the connection may be due to the mismatch of the injection tube joint. According to product design: pp connector can be connected with iso luer joint. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defective sample was not received for further inspection and as the use of the sample is unknown, the root cause of the disconnection when connecting to the injection tube cannot be determined. The plant will continue to track and trend for this issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 22gax1.00in prn slm npvc - separation. The patient underwent enhanced magnetic resonance imaging in the radiology department. During the injection of the contrast agent, the connection between the injection tube and the indwelling needle suddenly separated, causing the indwelling needle to leak and the contrast agent to spill onto the patient's clothes. The patient became quite anxious. The radiology technician purchased the contrast agent at their own expense and re-performed the examination for the patient. They also comforted the patient and provided detailed handover information to the ward nurse.